Manufacturer narrative:
Sc-1160, sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing overstimulation and was having difficulty communicating the remote control (rc) to the ipg. It was noted that the patient had a fight and fell on the ipg. It was also noted that a pacemaker magnet was able to reduce the overstimulation. The patient underwent a revision procedure wherein the ipg was replaced with an MRI-compatible ipg. The patient was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred three weeks ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing overstimulation and was having difficulty communicating the remote control (rc) to the ipg. It was noted that the patient had a fight and fell on the ipg. It was also noted that a pacemaker magnet was able to reduce the overstimulation. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well post-operatively.